Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dislodged stent compression in non-diseased segment. Device issue: stent dislodgement. It was reported that the stent dislodged inside of the patient. The stent was compressed against the vessel wall. There were no patient effects reported. No additional event or patient information is available. You are receiving this MDR report from abbot vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.